Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cholecystectomy converted to a mini laparotomy for the removal of stones, when retr ieving the specimen, the bag burst. The stone fell into the abdominal cavity as the patient had some previous adhesions, which made the procedure longer (more than 30 minutes). The wound was extended for more than 2.5cm for a mini laparotomy incision. The event extended patient hospitalization for six days.

Manufacturer narrative:
Correction: g3- date MFR received. The date received by manufacturer that was provided in the initial report was incorrect. The correct date received by manufacturer is 04/04/2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.